Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 7.5, lab: 5.6, inratio: 3.7, lab: 2.4. Pt's physician made a dose adjustment based on inratio inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:12/26/2006, inratio:7.5, lab:5.6, mean:6.6, confidence limits:unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calcuated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date:12/26/2006, inratio:3.7, lab:2.4 mean:3.1, confidence limits: 1.9 - 4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.